Event description:
The customer reported that both monitors went black. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was evaluated and tightened. The system was tested and found to be working as intended and returned to service.